Manufacturer narrative:
An investigative summary was completed, the investigation of the complaint articles has shown that: the investigation of the complaint articles has shown that one 2.4/2.7mm va-lcp cloverleaf fusion plate, long (part number 02.211.252, lot number 7527627) was received with the complaint category of ¿broken: postoperatively.¿ one 2.4mm headless compression screw, long thread (reported part number 02.226.326, lot number unknown) and four 2.4mm va locking screws, star drive (reported part numbers 02.210.116, 02.210.118 (x2), and 02.211.120, lot numbers unknown) were received with the complaint category of ¿adverse event: no reported product problem.¿ the complaint condition is confirmed as the plate was received with a break in the shaft of the plate. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The returned screws were received showing wear to the threads and star drive recesses consistent with use. The only noted damage was to the 20mm screw which has as diagonal groove on the threads, likely from a drill during implantation of a nearby screw. This was determined to not have impacted the complaint condition. A review of (B)(4) was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The break is consistent with the result of excessive shear forces. When there is insufficient reduction or healing is delayed there are increased loads the implant must withstand, that would normally be supported by the bone, which could eventually cause it to break due to metal fatigue. This is further impacted by patience compliance and activity level, comorbidities, and the surgical technique. Thus, since the specific conditions at the time of the break are unknown, the root cause cannot be definitively determined. There was no reported or detected issue with the returned headless compression screw and no design related issue was identified, therefore review to the specific risk assessment and risk assessment line is not applicable for this screw. There were no findings in the DHR review. The risk assessment adequately addresses the complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision procedure was performed on (B)(4) 2015 to correct a non-union. The procedure involved a metatarsal lengthening and bunion correction. A broken plate was removed as well as a number of screws. The patient was revised to a transmetatarsal (tmt) fusion plate with screws. There were no reported surgical delays or fragments created/remaining in the patient. The procedure was successfully completed. The original procedure, also involving a metatarsal lengthening and bunion correction, was performed on (B)(6) 2014. The non-union and broken plate was discovered after patient complaints of pain and subsequent x-rays. This report is 3 of 6 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient information: patient¿s height was reported as 5 feet 2 inches. Patient¿s medical record number is (B)(4). Additional product codes for this report include hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.